Event description:
It was reported while using 30 bd nano¿ 2nd gen pen needles that when taking injection it's hard pushing on the dose button. The following information was provided by the initial reporter: stated, when taking injection, he has to push hard on "thumb press/button.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2022. Investigation summary: customer returned (35) unopened 32gx4mm bd pen needles from lot# 1173074. The customer reported that the patient end bends when taking injection, the patient end is broken after injection, and that the thumb press/button is hard to push during injection. 30 out of the 35 returned pen needles were examined, and tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. Next, all 30 samples were then tested for flow using a test pen injector: all 30 pen needles were able to expel properly. No evidence of patient end or pen needle operated defects were observed on the tested samples. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using 30 bd nano¿ 2nd gen pen needles that when taking injection it's hard pushing on the dose button. The following information was provided by the initial reporter: stated, when taking injection, he has to push hard on "thumb press/button.